Event description:
The patient reportedly experienced sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Device revision surgery will be scheduled.